Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip did not close entirely when fired across the cystic duct. The number of clips fired is unknown. The surgeon requested another instrument and completed the case without incident. There was no pt consequence.